Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included gravida ii, parity 2 and cesarean section. Concurrent conditions included stress incontinence, uterine prolapse, vaginal prolapse and endometrial polyp. In 2009, the patient experienced dyspareunia ("painful intercourse"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches") and pelvic pain ("pain / lower pelvic region pain"). In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain;"), back pain ("severe back pain") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (supracervical hysterectomy, uterus only). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, back pain, dyspareunia, alopecia, vaginal discharge, migraine, headache and pelvic pain had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, headache, migraine, pelvic pain and vaginal discharge to be related to essure. The reporter commented: plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. She did not claim essure worsened a previously existing injury/condition. Most recent follow-up information incorporated above includes: on 21-mar-2018: pfs and mr received. New reporters and plantiff demographic added. Concomitant disease added. Product indication updated. Events migraine, headache, pain and device confirmation test not performed added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included gravida ii, parity 2 ((B)(6) 2007, (B)(6) 2009) and cesarean section. Concurrent conditions included stress incontinence, uterine prolapse, vaginal prolapse and endometrial polyp. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pain / lower pelvic region pain"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), vaginal discharge ("irregular vaginal discharge"), migraine ("migraine") and headache ("headaches"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain;") and back pain ("severe back pain"). The patient was treated with surgery (supracervical hysterectomy, uterus only). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, pelvic pain, dysmenorrhoea, back pain, dyspareunia, alopecia, vaginal discharge, migraine and headache had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, headache, migraine, pelvic pain and vaginal discharge to be related to essure. The reporter commented: plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. She did not claim essure worsened a previously existing injury/condition. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain;"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (removal of essure and partial hysterectomy were performed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, back pain, dyspareunia, alopecia and vaginal discharge had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia and vaginal discharge to be related to essure. The reporter commented: plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.